Event description:
Information received from the field does not address the patient's clinical status but notes that post implant, the device exhibited inappropriate measured battery data of 2.44v, 11ua, <1 kohms. The session was ended and measurements were taken again. Readings were 2.76v, 11 ua, 1.4 kohms, then 2.45v, 12ua, <1 kohms. Further measurements yielded both normal and low battery voltage. The magnet rate was 81 ppm. The device was replaced.